Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the reason for ipg replacement was due to device no longer working efficiently. The patient was doing well postoperatively, and the explanted device was discarded.